Manufacturer narrative:
Concomitant products: product ID 37761, serial # (B)(4), product type recharger; product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 377860, lot # v006266, implanted: (B)(6) 2006, product type lead; product ID 37761, serial # (B)(4), product type recharger. (B)(4). Analysis of the 37761, (B)(4) found a broken connector.

Event description:
It was reported that the patient was not getting any stimulation because she had not charged her device. The patient had been in and out of the hospital since (B)(6) 2014 due to issues unrelated to the device. The patient was unable to adjust stimulation. "Call your doctor" icon was displayed and as well as a power on reset (por). It was unknown if this was a warning or informational por. The programmer also showed that her stimulator needed to be charged. The programmer was not showing anything during the call as she needed to change her batteries. The patient planned to do this and would reach out again if she needed help clearing the por. The patient did not have a current managing physician. The patient also reported that the recharger would not charge. It was noted that the connector was loose.